Manufacturer narrative:
Patient weight unknown. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation micro oval snare was used during a colonoscopy procedure on (B)(6), 2010. According to the complainant, when the physician attempted to apply cautery to a polyp, the snare loop broke in half. The complainant noted that the same snare was successful in removing one polyp prior to the incident, and that no pieces or fragments of the snare fell into the patient. It is unknown how the procedure was completed, but the complainant confirmed that there were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a sensation micro oval snare was used during a colonoscopy procedure on (B)(6), 2010. According to the complainant, when the physician attempted to apply cautery to a polyp, the snare loop broke in half. The complainant noted that the same snare was successful in removing one polyp prior to the incident, and that no pieces or fragments of the snare fell into the patient. It is unknown how the procedure was completed, but the complainant confirmed that there were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): visual examination of the returned device found that the loop was burnt and split at the tip. Scanning electron microscopy (sem) analysis revealed that the fractured ends of the snare loop exhibited characteristics normally associated with remelted material, which is most likely the result of excessive current. The condition of the returned incident device was consistent with the complaint that the device split; the complaint was confirmed. The most probable root cause for this malfunction is user error; the snare was subjected to excessive heat. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.